Event description:
Customer reported high device results. Customer stated taking normal medication and around 9 am, device = 300+ mg/dl. Customer went to the emergency room (ER). ER device = 165 mg/dl. No treatment was received. Customer remained under observation for 1.5 hours and was released. No controls used. A request was made for returned product and replacement product was sent.